Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and was damaged. The lens was not implanted and there was no patient contact. The facility believes the lens was damaged by the injector. The facility did not specify the model and lot numbers of the cartridge and injector.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was torn off missing. The cartridge was not returned. Conclusion: no conclusion can be drawn. The root cause of this event could not be determined because the cartridge and injector were not returned.